Event description:
Brackets and anchor came completely out of the seat and shattered and end user fell. 4 days later realized his hip was out of socket so called ambulance and went to the hospital. They gave him fentanyl and morphine and had to put his leg back in place to his hip. His stitches reopened so they had to re-stitch. Now they think he may have a hernia from falling.